Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming unexpected restart. Customer's blood glucose was unknown. Alarm occurs during normal use. External ram crc error alarm was noted in the alarm history. Temp basal was not programmed before alarm occurring. Alarm did not occur after inserting a new battery. Customer was advised to monitor device until replacement arrives. No further information reported.